Event description:
It was reported the pt experienced no stimulation sensation on the left side. The right side was working fine. The pt lost the stimulation on the left side about 3-4 months prior. The pt had reportedly fallen about 3 times in the past couple of months. Impedance readings were >3600 ohms except 9-10 at 1059 ohms and 9-11 at 1432 ohms. The left side was programmed to electrodes 0-3 and the right side was programmed to electrodes 8-11. Additional info received indicated after seeing the pt in the clinic, the pt was re-trialed with the existing system in place. The hcp attempted to place a percutaneous lead to see if the additional lead could salvage the system in place. The trial was positive. The plan for the future is to implant a percutaneous lead and test the system in the operating room to verify acceptable impedances. At that time it should be possible to gain more info on whether the existing lead is damaged on one side or if the extension could be the problem. The paddle lead the pt currently has in place will not be explanted. The plan will be to use the working side. If the extension is the problem that will be replaced at that time. A surgery date had not yet been scheduled.

Manufacturer narrative:
(B) (4).